Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 209 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the catheter migrated out of the intrathecal space. The surgeon replaced the catheter on the date of this report. The intrathecal dose was changed down to 70mcg/day at 2000 mcg/ml. Then the hcp decided to dose at 50 mcg/day post catheter revision. They were unable to program that because of the 2000mcg/ml concentration, therefore, 500 mcg/ml was placed in the reservoir after the rinses and a system content removal procedure was done. The patient was doing well at 70 mcg/day prior to the catheter migration but the hcp still wanted to start the dose at 50 mcg/day for now. If additional information is received, a follow-up report will be sent.